Event description:
During clinical use, the catheter was found broken just above the hub. There was no harm to the patient.

Manufacturer narrative:
Additional information has been requested from the customer. Upon completion of the investigation, a supplemental report will be submitted.